Manufacturer narrative:
The distal portion of the electrode was discarded and the proximal portion remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent aortic aneurysm surgery. Following the surgical procedure, out of range shock impedance measurements were observed. Further information received noted that the distal portion of the electrode was cut off and discarded by the surgeon during the surgical procedure. The physician planned to implant a new electrode on an unknown date in the future. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The distal portion of the electrode was discarded and the proximal portion is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) underwent aortic aneurysm surgery. Following the surgical procedure, out of range shock impedance measurements were observed. An invasive procedure was performed. The electrode was cut and explanted. The physician plans to implant a new electrode on an unknown date in the future. The root cause of the reported clinical observations was not determined. This device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The proximal segment only was returned severed 124 millimeters (mm) from the terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that surgical intervention was undertaken to explant the remaining portion of the electrode. A new electrode was then successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that surgical intervention was undertaken to explant the remaining portion of the electrode. A new electrode was then successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.